Manufacturer narrative:
According to the information provided, the patient experienced capsular contracture baker grade unknown on the left breast implant. There were no reported clinical signs of infection. No reports of rupture or other product issues. Since the product has not been returned, it has been concluded that the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s normal physiologic response to the implantation of a foreign object. Capsular contracture is a known complication associated with these devices as stated in the IFU. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 5904852, and no non-conformances related to the reported complaint were identified. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with saline mentor smooth round high profile 560cc and experienced deflation on the right breast implant and bilateral capsular contracture. As a result, the patient had undergone removal and replacement with saline mentor smooth round high profile 560cc on the right breast implant and with saline mentor smooth round high profile 630cc on the left breast implant on (B)(6) 2019.